Event description:
It was reported that the subject device exhibited that intermittently the bottom right quadrant turned black. The issue was found during set-up, before patient in room. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to make corrections and to provide the results of the final investigation. Updated fields: h2, h3, h4, h6, h11. Corrected fields: b5, b6, b7. The device was not returned to olympus for inspection, but the reported failure was confirmed by field service engineer during onsite inspection. The customer contacted olympus technical assistance support (tac) via phone. The field service engineer was sent to customer site to troubleshoot wherein the field service engineer verified the settings were correct and assisted the customer with hardware to login with the system remotely. It was identified that the issue occurred due to another device system and was resolved. The customer informed tac of the event. The device will not be returned to olympus for evaluation. A root cause could not be identified. Based on the results of the investigation, it is likely the malfunction occurred due to another device system and not because of any issues with the video system center. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there were no reports of patient harm.